Manufacturer narrative:
Visual analysis confirmed the complaint condition. The abutment was observed to be fractured into two pieces. The top portion of the abutment was returned with the crown attached. The lobe section of the abutment had become completely separated from the cuff portion of the abutment. The area of breakage on both pieces was found to be ragged and uneven. Fractures of this nature are usually caused by excessive torque force used to secure the abutment screw. A torque setting over the recommended 30ncm and/or misalignment during placement can result in fractures toward the base of the zirconia abutment. The root cause of this event is likely attributed to user technique and/or operational context. This product is supplied by keystone dental as a non-sterile device. Attempts were made to obtain additional information. A follow-up medwatch form will be submitted if additional information is received at a later date. (B)(4).

Event description:
The complainant reported that a patient had an implant and abutment placed on (B)(6), 2010 (fdi dental site unknown). The clinician reported that the abutment fractured on (B)(6), 2010. There was no indication from the complainant of any adverse effect to the patient as a result of the reported abutment fracture.